Manufacturer narrative:
Additional assessment of this event determined that the previously reported events were not related to the device or therapy, but were instead related to the patient's underlying condition or disease progression. There was no information contained within the report to suggest the reported events in this case were related to the dbs device or therapy. Patient codes have been updated accordingly.

Manufacturer narrative:
Please note that this date of death is estimated as only the year of death was provided.

Event description:
It was reported by a healthcare professional (hcp) that one (B)(6)-year-old female patient with deep brain stimulation (dbs) for parkinson's disease developed dementia three years post-operation. The patient was admitted to a specialized hospital and lost to follow-up. It was noted that the patient had become bedridden at four years post-operation. The patient then developed pneumonia and died at 6 years post-operation, in 2014. The author stated that detailed diagnostics and interventions were not clear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.